Event description:
It was reported the programmer screen was damaged. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display signal cut out, the connection from the display to the low voltage differential signaling (lvds) was loose. It was also noted that the power cord bay tabs were broken off and the electrocardiogram (ECG) connector was loose.